Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test thrice. The customer's blood glucose was 100 mg/dl. The customer stated that the alarm may have occurred during a bolus attempt. The customer declined to troubleshoot for the alarm and was advised to monitor the insulin pump. He was advised that the battery cap would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.